Event description:
It was reported that the pulse generator exhibited backup vvi. The patient was asymptomatic. Due to telemetry corruption, further troubleshooting could not be performed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.